Event description:
It was reported that in preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in the left circumflex artery. A 3.0x24mm veriflex stent was prepped in the normal fashion. As the device being loaded onto the wire, stent damage was noted. The procedure was completed with another veriflex stent. No patient complications were reported. Patient condition is listed as fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a monorail (mr) liberte/veriflex stent delivery system. A blood-like substance was visible within the guidewire lumen. Microscopic examination of the distal components revealed that the stent moved approximately 4 mm distally. The stent was also damaged in the fifth proximal row. Several rows of the stent were bunched together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that in preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in the left circumflex artery. A 3.0x24mm veriflex stent was prepped in the normal fashion. As the device being loaded onto the wire, stent damage was noted. The procedure was completed with another veriflex stent. No patient complications were reported. Patient condition is listed as fine.